Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The fse evaluated the instrument and replaced sample mixer 2 and reagent probe 4. The fse also aligned bottom cuvette for both sample and probe 4. The fse then ran a mix test, aligned test and performed quick check, all of which were as per specifications. The fse also ran a quality control precision test on calcium, which was in range. The cause of the discordant calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained for ten patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The same samples were repeated on an alternate dimension vista instrument and resulted higher than the initial results. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.